Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type event reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -7.5/0.50/99 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022 as a replacement lens to address excessive vault and refractive surprise. It was reported that the lens did not reduce the vaulting, lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.